Event description:
Hospital staff reported an unintended burst of ep-4 stimulation delivered in the coronary sinus. No info was provided regarding pt status.

Manufacturer narrative:
(B) (4). The ep-4 stimulator is being returned to st. Jude medical for eval. A f/u report will be submitted on completion of the device investigation. This report is being filed with the FDA on 08/11/2009. An sjm employee became aware of the info on 06/17/2009. The delay in forwarding the report into the complaint handling system is being addressed. Corrective and preventive actions taken will be included in the f/u report.